Event description:
No updates.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. There are several root causes for a stem breakage. According to the information provided by the subsidiary, the device was implanted for approx. 20 years, therefore we exclude a product related error. Probably the stem broke due to an overload situation. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That an unknown hip product was implanted approximately twenty (20) years ago. According to the complainant, the patient required revision surgery for a hip implant device that was implanted approximately 20 years ago in (B)(6). The patient underwent a revision procedure on (B)(6) 2021. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision surgery. The product article number is unknown. The adverse event is filed under aic reference (B)(4).